Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: kit svc bi71000901 tube x-ray a132 fsp kit svc o2 bi71000229 pcba generator c/d kit svc o2 bi71000450 power supply psi h3) onsite functional and visual examination was performed by a manufacturer representative. The x-ray tube, pcba and power supply were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that after the surgeon wanted to take additional spins of the patient. The system would not be exposed. They took the scout shots and a first spin without issue. The surgeon wanted to take an additional spin, but it did not take scout shots or a spin. The representative rebooted the system twice, but the system showed that the x-ray was not ready. They brought in a different system. The representative reported that the system works intermittently but it was unclear which system the rep was talking about. Communication has been sent for clarification. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
H3, h6) the product ID: bi71000229, lot number: s2218dno rev. A, was returned and analysis did not confirm the reported event. The printed circuit board assembly (pcba) generator "c/d" passed bench test. Resistors, diodes, light emitting diodes (led), and transistor passed. The recorded values were within range. No faults were found. Previously reported code, b01 is applicable as well as newly reported codes, c19, and d14. H3, h6) the product ID: bi71000450, lot number: k22280220 rev. G, was returned on 20-may-2024 and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: product bi71000450, lot number: k22280220 rev. G, was returned and analyzed. There was no failure found during testing. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that the second system worked as intended and the first system was the only system with issues.

Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.